Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, with the first device, the footplate got stuck as it would not close when closing the lever. However, the lever was able to be closed. The device was removed with resistance. Upon device removal, a foot break was noted, with the footplate attached to the device via the actuator wire. The second device also had the same issue of the footplate being stuck. This device was intentionally ¿peeled¿ [broken] in order to manually close the footplate and to remove the device. The third device also had the same issue with the footplate not closing. Just like the first device, this device was removed with resistance. Upon device removal, a foot break was noted, with the footplate attached to the device via the actuator wire. Hemostasis was achieved using manual compression. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.